Event description:
It was reported that the programmer displayed a message that due to a telemetry issue, the electrocardiogram (egm)'s could not be displayed. The caller ended the session and re-interrogated the device, but data was lost despite choosing the option to clear data 1 hour after session end. Technical support requested a save to disk (s2d) be sent in. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: product ID sedr01, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).